Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker has been hospitalized due to infection similar to (B)(6) in port-a-catheter. It was recommended to remove pacemaker but the patient refused and found a cardiologist. In addition, the patient had a holter monitor and medication was adjusted. The pacemaker remains in service. No additional adverse patient effects were reported.